Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Electrical continuity test failed. Destructive analysis and visual of distal conductor was performed.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. It was also reported that the device was at end of life (eol) in a little more than two years, most likely due to high lv output. The device did not meet expected longevity. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 4196, implantable tachy lead, (B)(6) 2012; 4076, implantable pacing lead, (B)(6) 2011; 7121, competitor implantable tachy lead, (B)(6) 2012. (B)(4).